Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ one clip was implanted, reducing mr to grade 2+. On (B)(6) 2025, the patient returned for an emergent re-intervention due to the clip detaching from the posterior leaflet (single leaflet device attachment (slda)) resulting in recurrent mr grade 4+. Tissue damage was present in form of flailing chordae. An additional two mitraclips were implanted, reducing the recurrent mr to grade 1.

Event description:
It was reported that on (B)(6) 2024 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ one clip was implanted, reducing mr to grade 2+. On (B)(6) 2025, the patient returned for an emergent re-intervention due to the clip detaching from the posterior leaflet (single leaflet device attachment (slda)) resulting in recurrent mr grade 4+. Tissue damage was present in form of flailing chordae. An additional two mitraclips were implanted, reducing the recurrent mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation cannot be determined. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.